Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is three of seven reports (3007042319-2016-01266, 01267, 01268, 01269, 01270, 01271 and 01272) submitted for devices related to the same event.

Event description:
It was reported that the patient complained of power switching with all batteries and some "ghost beeps". The controller and batteries were exchanged with no effect on the patient. Investigation is ongoing.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. The reported power switching involving the returned controller and six batteries was confirmed via review of the controller log files. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Analysis of the devices revealed that the devices met specifications; the devices passed visual examination and functional testing. The returned controller contained the updated software implemented by the smr upgrade. The smr update contains a feature that records whether a power source experiences a communication error or a disconnection within a 15 minute interval. The reported event was confirmed via review of the controller log files, which revealed several occurrences of premature power switching events involving batteries (B)(4) with a relative state of charge (rsoc) greater than 202. Rsoc values greater than 202 indicate that the battery was disconnected at some point within the preceding 15 minute interval. The most likely root cause of the reported power switching event may be attributed to momentary disconnection of the batteries. This is one of seven reports (3007042319-2016-01266, 01267, 01268, 01269, 01270, 01271 and 01272) submitted for devices related to the same event.